Event description:
A complaint was received from a customer that reported when they used excel off brand reagent they would receive erratic and inconsistent results. A recent example was the elite system providing a result of 91 mg/dl (fasting). Customer went to a hospital to confirm this result and while still fasting received a result of 237 mg/dl. The difference between these results could be clinically significant if acted upon. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an offbrand reagent. Bayer supplied product was provided to the customer for futher testing and troubleshooting.